Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vicm5_12.6, -4.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to glare/haloes. This explant resolved the problem. Cause was reporter to be unknown. For additional information "patient wears contactlens and glasses" was reported.